Event description:
It was reported that a customer had been noticing air in a cleo 90 infusion set tubing. Customer attempted to prime out the air bubbles via fill tubing and reconnected the tubing to the body. Customer stated that he delivered 12 u of insulin into his body during the fill tubing. The blood sugar levels were reported to be stable. No injury reported.